Manufacturer narrative:
Based on the claim against the product by the customer noting that the force bipolar forceps (fbf) instrument broke during the procedure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fbf instrument was analyzed and found to have a broken grip at the grip base/midpoint. A broken piece measuring 0.749" x 0.184" was missing from the fbf instrument. The reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the customer's claim that the blade of the force bipolar instrument broke, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the force bipolar instrument, however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was alleged that the force bipolar instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the blade of the force bipolar instrument broke. A fragment fell inside of the patient but was retrieved during the same procedure. The procedure was completed with no reports of patient injury. Attempts have been made to obtain additional information from the customer concerning the reported event with no success.